Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone # (B)(6). Reporter phone #+(B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
The customer reported that the unit showed an internal oxygen device error message, check ventilator. The bench repair engineer reported that the unit was not in use on a patient. The bench repair engineer confirmed the device's basic functionality and could not confirm the fault. Further information has been requested.

Manufacturer narrative:
The remote service engineer (rse) was unable to duplicate reported fault. During evaluation, the rse found the 1105-alarm led error code in the diagnostic report. Monitored over multiple days and found no occurrence. High pressure leak test completed and o2 flow and mix accuracy test passed. No parts were replaced. The system meets the specification for the performed service and is returned to use.